Manufacturer narrative:
The subject product was not returned by the user facility. Additional information has been requested regarding event details and it was reported that no additional information could be provided at this time. Based on the limited information provided and without having the sample returned to evaluate, a root cause or probable root cause cannot be determined at this time. If additional information or the sample is received, this report will be updated. Review of the DHR showed component acceptability and traceability were confirmed through incoming inspection records for traceable components used. All process steps were completed per manufacturing procedures and met specification. Lot size: 490 units. There have been no other complaints to date. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the optifix tackers (fasteners) were broken when being deployed. Another device was used to complete surgery. There was no patient injury was reported.

Manufacturer narrative:
The subject product was not returned by the user facility. Additional information has been requested regarding event details and it was reported that no additional information could be provided at this time. Based on the limited information provided and without having the sample returned to evaluate, a root cause or probable root cause cannot be determined at this time. If additional information or the sample is received, this report will be updated. Review of the DHR showed component acceptability and traceability were confirmed through incoming inspection records for traceable components used. All process steps were completed per manufacturing procedures and met specification. Lot size: (B)(4) units. There have been no other complaints to date. This is an addendum to the initial emdr to document the receipt and evaluation of the sample. The subject product was returned for evaluation and the reported issues of broken fasteners could not be reproduced. The 3 remaining fasteners in the device deployed with no issues. No manufacturing anomalies were found. No evidence was found of either the alleged issue or any defect which could have contributed to the reported event. It is unknown why the user allegedly experience broken fasteners when deploying the device. However, root cause of the reported issue is most likely related to a use error with the optifix fixation device. Updated fields: b4, d10, g1, g2, g4, g7, h2, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : unknown at this time if device is available.

Event description:
It was reported that the optifix tackers (fasteners) were broken when being deployed. Another device was used to complete surgery. There was no patient injury was reported.